Manufacturer narrative:
A follow up was made and the customer confirmed that the device will be sent in for evaluation however; it has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display error message and the screen shows colored lines like a test pattern. The customer was unable to provide additional information on the exact error message. The event occurred during reprocessing and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the error message could not be determined at this time as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.